Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was capped on (B)(6) 2019 due to failure to capture, high capture threshold, and high impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.